Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5103924. Investigation summary: no product or photo was returned by the customer. The customer complaint of connection issues - disconnection could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 20119595 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ secondary set tubing spontaneously disconnected from the gtt chamber while infusing ofirmev. The following information was provided by the initial reporter: "tubing spontaneously disconnected from gtt chamber in operating room while infusing into patient. Tubing was not touched or being pulled when incident happened. No injury to patient. Retrieved new tubing to continue infusion. Medication during infusion was ofirmev."